Manufacturer narrative:
Na

Event description:
It was reported that the ventilator turbine was intermittently stopping and starting while connected to a patient. The rn did not remember any alarm messages. The patient was bagged during these events and then the ventilator would start delivering a breath again.